Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm¿ voluma¿ with lidocaine in the cheek. The area has now become "very red and swollen and painful." An ultrasound was conducted that noted pus was present. Aspirated the area was performed then patient was treated with antibiotics. Event ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., g.2.

Event description:
Additional information reported approximately 3 weeks post-injection, two bumps showed on each side of her face and feels it`s sore at the injection site. Patient also lost 10 pounds and feeling sick.

Event description:
Addiotnally patient reported their face was infected, burning, and red dots were present on the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, section c. Suspect product, d1, d4, d6a, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional details received from patient noting they were also injected under the chin. Patient ultimately went on to receive four injections of a dissolver that reportedly did not help but instead left them with a "big hole on the side" of their face and that the area was injected looks gray; sometimes looking black.